Event description:
Upon advancement of the contralateral leg graft, the length of the device was noted to be too long for the vessel. Physician elected to deploy the leg graft in the limb of the main body with one stent above the bifurcation. Physician then attempted to telescope the ipsilateral leg graft in the ipsilateral limb at a location to oppose the high placement on the contralateral side. The angle of the aorta would not allow the ipsilateral leg graft to be deployed at the desired height. Due to the resistance met during the advancement the ipsilateral leg graft was deployed overlapping the limb with the minimum overlap. An iliac leg extension was then selected for deployment into the ipsilateral limb. With the advancement of the delivery system, the delivery sheath of the main body graft was extended farther into the vessel with the introduction of the iliac leg graft. Leg extension was successfully deployed in the limb balancing the graft on the opposing side. Angiogram performed of the four piece zenith graft placement did not reveal any endoleak presence.